Manufacturer narrative:
(B)(4). Date sent: 5/25/2023. Additional information was requested and the following was obtained: can more detail be provided on what was the surgical procedure? - approximately how long was the procedure? - what is the surgeon's experience with the devices? - is a generator event log available? - the event description references the hp blue hand piece and har9f (focus +). What component or item became hot (hand piece, device, device shaft, clamp arm, etc.)? - hand piece, clamp arm and clamp shat pin were getting hot. What messages were displayed on generator screen when the device became hot? - there was no massage on display when the device became hot. Before the device became hot, "tighten assemble" was displayed. What heat management techniques were used by staff between device activations? - was the distal shaft of the device or clamp laid on the patient between uses? - approximately how long after beginning of surgery did the burn occur? - what was the anatomical location of the burn - are any pictures of the burn available? - what the patient¿s post op care altered in any way? - what is the patient's current status? - what is the status of the hand piece and har9f returning for investigation?=> the sales rep is going to have an interview to the surgeon. I report the additional information as fast as possible after the interview.

Event description:
It was reported that, during an unknown procedure in breast surgery, hpblue, clamp arm and shaft became heated, and the patient gut burned. The additional resection was performed to the burnt part. ¿tighten assembly¿ was displayed before starting the operation, but the error was improved by reassembling the device. The blade tip was not broken off and no pieces fell into the patient. The device was used as is to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2023. D4 batch #: w7025j. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: - can more detail be provided on what was the surgical procedure? - approximately how long was the procedure? - what is the surgeon's experience with the devices? - is a generator event log available? - the event description references the hp blue hand piece and har9f (focus +). What component or item became hot (hand piece, device, device shaft, clamp arm, etc.)? - what messages were displayed on generator screen when the device became hot? - what heat management techniques were used by staff between device activations? - was the distal shaft of the device or clamp laid on the patient between uses? - approximately how long after beginning of surgery did the burn occur? - what was the anatomical location of the burn - are any pictures of the burn available? - what the patient¿s post op care altered in any way? - what is the patient's current status? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the blade discolored (blue) due to heat generated from contact between the blade and the tissue pad. However, the blade was not cracked. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The device was disassembled to verify the condition of the internal components, and it was found to have thermal damage at the shrouds. The heat was generated in this area resulting in the melting of the shrouds.  This damage could have resulted from not torquing the instrument properly to the handpiece; resulting in excessive heat generation at the shrouds. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the jaws of the device open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad and increased blade, clamp arm, and distal shaft temperature. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number w7025j, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.